Manufacturer narrative:
(B)(4). Concomitant medical products: unknown bearing, catalog #: ni, lot #: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03216, 0001822565-2018-03215. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee procedure. Subsequently, patient reported that the tibial plate had come apart and is scheduled for a revision procedure in the future. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this product was reported under the incorrect MFR#. The event will be reported under 0002648920-2018-00895.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: (B)(6)2015. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial left knee arthroplasty. Subsequently, the patient has reported experiencing pain and that the tibial plate had come apart and is loosening. The patient has been indicated for revision.